Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 592 mg/dl with moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that basal/temp basal settings were incorrectly programmed, bolus settings were incorrectly programmed, bolus type (normal, extended, combo) were incorrectly programmed. No device malfunction was indicated with troubleshooting. This complaint is being reported because the reported health event was attributed to an alleged pump use error.